Event description:
New information received indicated that the previously reported lead was the replacement lead. This report is to correct the serial number of the lead.

Manufacturer narrative:
The reported events of noise, no capture and high lead impedance were confirmed. As received, a complete lead was returned. Examination of the lead found the connector boot appeared to be larger in one area. The lead could be fully inserted into the test connector sleeve and the test device, but dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported events.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. Upon implant of a new left ventricular lead, it was observed there was noise, high pacing impedance, and high capture threshold. It was suspected the lead had insulation damage resulting from the implant procedure. The lead was exchanged without issue. The patient was stable throughout.